Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found inside the pump. The device was received with minor scratched display window. Device was received cracked case display window corner. The device was received with cracked battery tube threads. The insulin pump received with cracked reservoir tube lip. Pump received with scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 242 mg/dl. Troubleshooting was performed. The device was returned for analysis.